Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery status decreased from 36 percent remaining to 16 percent remaining within one month and then to 13 percent remaining within two months. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery status decreased from 36 percent remaining to 16 percent remaining within one month and then to 13 percent remaining within two months. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD displayed a code which indicated there was possible premature battery depletion. Subsequently the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.